Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following fields: b1, b2, h1 & h6. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic endoscopic submucosal dissection (esd) procedure, it was reported that the tip of a single-use electrosurgical knife broke off. The broken component was retrieved successfully during the procedure. There were no reports of patient harm or adverse clinical outcomes related to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates added to the following fields: b5, d4, d8, d10, h3, h4, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. The tip was detached but it was not returned for investigation. An adhesive agent used for connecting the tip was found on the distal end of the electrode. Foreign material was attached to the electrode. No other abnormalities that could be related to the reported event, such as bending of the cutting knife, were observed. Based on the results of the investigation, a likely mechanism causing the tip detachment might be the following: 1) due to the factors described below, an electric discharge between the tissue and the electrode occurred during output activation. · the high-frequency output was set too high · the electrosurgical unit was used in coagulation mode. · the output activation time was too long. 2) high heat caused by an electric discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3) a force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. However, the exact cause of an electric discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Regarding the detachment of the tip, based on internal verification, the following countermeasures are considered effective: -reduce the power of the electrosurgical unit to prevent an increase in temperature at the tip. -when it is difficult to incise, please avoid applying excessive force by pulling the mucosa with the electrode. Olympus will continue to monitor field performance for this device.

Event description:
Upon further follow up by olympus, it was reported that the subject device was wiped with gauze and repeatedly inserted and withdrawn. It is unknown whether the reported event occurred during output activation. After the device had been removed from the scope and reinserted for further incision, the tip was found to have detached. According to the physicians on site, it was believed that the tip had been caught and detached due to one of the following factors: 1. It had been worn down from excessive use of coagulation current; 2. It had been removed from the scope while the knife was in a bent condition.

Manufacturer narrative:
This supplemental report is being submitted to correct d4 (lot number) and update d4 (expiration date).

Event description:
No additional information received from customer.